Event description:
Reportedly iol was implanted in the right eye and explanted 6 months later due to unspecified dysphotopsia. Additional information was requested but not received.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was requested but not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.